Event description:
The customer reported that there was a fluid leak of unknown volume from the unicel dxh 800 coulter cellular analysis system. The leak was not contained. The leak was discovered while troubleshooting a startup failure. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The operator reported that there were three (3) daily checks failure. The flow cell was flushed and a leak was discovered at the back of the instrument. A disconnected sample tubing was found at the bottom of the flow cell and the mals sensor was damaged. The tubing and sensor was replaced resolving the leak and startup issues. (B)(4).